Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke with a high glucose reading value of 300 mg/dl and found the insulin cartridge empty, then observed insulin spill from the removed cartridge during a supply change, raising concern about pump damage; the user dried the pump and port, completed the change, and glucose returned to normal. Symptoms included restlessness associated with hyperglycemia. Outcomes included no reported injury and no hospitalization, with the device functioning after the supply change. Investigation included troubleshooting and education, and assessment for leakage. Investigation of this case revealed a suspected cartridge leak during removal, with no ongoing pump malfunction observed after drying and completing the change. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during cartridge removal resulting in transient leakage, with device function restored after proper reassembly.